Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("the delivery catheter broke during placement") and complication of device insertion ("the delivery catheter broke during placement") in a female patient who had essure (batch no. 641426) inserted. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. Diagnostic results: on (B)(6) 2009: examination during essure insertion: the delivery catheter broke during placement of the essure insert. Required change of hysteroscope. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-nov-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("the delivery catheter broke during placement") and complication of device insertion ("the delivery catheter broke during placement") in a female patient who received essure (batch no. 641426). On (B)(6) 2009, the patient started essure at an unspecified dose and frequency. On (B)(6) 2009, the same day after starting essure, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage and complication of device insertion with essure. Diagnostic results: on (B)(6) 2009: examination during essure insertion: the delivery catheter broke during placement of the essure insert. Required change of hysteroscope. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the delivery catheter broke during placement (seen as device breakage). The reported event is anticipated according to essure's reference safety information. During difficult insertions, single cases have been reported of essure breakage. In this particular case, during insertion the delivery catheter broke during placement. Taking to account the event's nature and that it occurred during essure insertion, causality cannot be excluded. This case was regarded as other reportable incident since it did not lead to death or serious deterioration in health, but might lead or might have led if occurred under less fortunate circumstances. The product technical analysis and further information has been sought.